Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during sterilization for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was blurry with poor image quality. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during sterilization for an endoscopic vein harvesting procedure, bom 7 mm extended length endoscope was blurry with poor image quality. A replacement device was used to complete the procedure.